Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had several emergency backup battery (ebb) fault alarms. The ebb was reseated and replaced, and the system controller was exchanged. The log files were submitted for review. The log files did not capture any ebb faults. The ventricular assist device and peripheral equipment functioned as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm on the system controller (serial number: (B)(6)) was not confirmed via the submitted log files. Review of the submitted log files revealed the system operating as intended. No notable events or alarms were captured in the file. No product was returned for evaluation. Provided information indicated that the backup battery (B)(6) was reseated while the patient was on a trip, resolving the backup battery fault alarms. The system controller was subsequently exchanged after patient returned to the clinic. Available information indicated that the device operated as intended despite the alarms. The root cause of the backup battery fault alarm could not be conclusively determined during this investigation. A corrective and preventative action was initiated to investigate the increase in reported backup battery faults. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including backup battery fault alarms, and the actions to take if the issue does not resolve. The heartmate 3 IFU section 2, entitled ¿system operations¿, describes the backup battery installation process. Section 5, entitled ¿surgical procedures¿, also explains how to properly install the backup battery in the system controller. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6) revealing that the battery passed all inspection testing. No further information was provided. The manufacturer is closing the file on this event.